Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent with updated software, provided instructions on handling the malfunctioning pump, and ensured the customer understood the necessary steps to return it. The customer will use multiple daily injections as backup therapy until the replacement arrives.